Event description:
During a follow up, increased capture and decreased sensing were observed on the right atrial (ra) lead. The ra lead was previously dislocated and successfully repositioned. At a subsequent follow-up, the ra lead was alleged to be dislocated due to a suspected lead malfunction. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and unspecified sensing issue. The reported events of inadequate capture and unspecified sensing issue were not confirmed. As received, a complete lead was returned in one piece with the helix extended, bent consistent with procedural damage, and was clogged with blood/tissue. Electrical testing and x-ray examinations did not find any indication of conductor fractures or internal shorts.